Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose and insulin pump alarmed insulin flow block. The customer¿s blood glucose value was 577 mg/dl at the time of incident. The customer¿s current blood glucose value was 340 mg/dl. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with bolus and manual injection. The customer was not on auto mode. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.